Event description:
A customer reported error messages "2009 liquid leak, 2239 bf probe 1 purge failure, 2240 bf probe 2 purge failure and 3004 liquid leak detected" on the aia-900 analyzer. The customer stated there was a leak under the analyzer and the bf probe 1 and 2 were overflowing. The customer replaced the bf probe tip, but problem persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the issue with the customer. The customer stated that the tube on bf probe #2 was disconnected. The fse instructed the customer to reattach the tube and take off the back cover of the analyzer to dry the leak sensor. The resolution was successfully verified by the customer running quality control and patient samples without issues. No further action required by the fse. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2009] liquid leak cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. [3004] liquid leak detected cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event was due to disconnected bf probe #2 tube; however, the cause was not established.